Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced a kinked cannula issue twice in (B)(6) 2022 and one of the dates was (B)(6) 2022 approximately. The highest blood glucose level was 814 mg/dl and had high ketones which they tried to treat with a bolus via the pump. The infusion set had been used for three days. Moreover, the first trip was till emergency room only, second trip was emergency room and then admittance to hospital (intensive care unit). The health care professional assessed the ketone level as dangerous/ life threatening. During hospitalization, she was administered fluids of saline, insulin, and some unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. However, the patient did not have any permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.